Event description:
It was reported that an ilet pump screen delaminated, rendering the device nonfunctional and no longer water resistant, and a replacement was arranged after the original shipment was reportedly lost in transit. Customer care provided assistance that included verification of shipping and return logistics and plans for device return and evaluation. Investigation of this case revealed that the device exhibited a hardware display failure consistent with screen delamination. No reported adverse clinical effects and symptoms. Outcomes included no impact to patient health or hospitalization, with the user advised to employ backup therapy due to questionable device functionality. It was concluded that the event involved a device component malfunction of the display assembly, and replacement was warranted.